Manufacturer narrative:
Health effect - impact codes: f1901, f1903, f1905. Article citation: almendral-gómez j, perucho-martínez s, martín-giral e, fernández-escámez c, buenasmañanas-maeso m, monja-alarcón n, toledano-fernández n. Xen gel stent versus non-penetrating deep sclerectomy in ocular-hypertension and open-angle glaucoma patients. J glaucoma. 2023 mar 7. Doi: 10.1097/(B)(4). Epub ahead of print. Multiple requests for further information have been made. Allergan has received no response from the authors. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
In the article, "xen gel stent versus non-penetrating deep sclerectomy in ocular-hypertension and open-angle glaucoma patients," healthcare professional reported the following events: 1 eye experienced intraoperative breakage of the distal end of the stent, 7 eyes experienced intraoperative anterior chamber (ac) bleeding, 1 eye developed vitreous hemorrhage, 1 eye experienced a postoperative "xen device incidence", 1 eye developed high filtering bleb, 3 eyes experienced postoperative ac bleeding, 1 eye developed iris synechia, 1 eye developed late onset hypotonic maculopathy, 1 eye experienced ac migration, at least 1 eye experienced high intraocular pressure (iop) and were provided iop-lowering medications, 7 eyes underwent needling, 2 eyes required surgical revision, 2 eyes required trabeculectomy, 1 eye required xen removal, 1 eye required bleb resection.